Event description:
"This customer was removing the locator screw / locator abutment on the patient - finally the screw in the locator got stuck 68012429- rtx 4.8x4mm to the implant it was cold welded to the implant."" Implant failed."

Event description:
"This customer was removing the locator screw / locator abutment on the patient - finally the screw in the locator got stuck. 68012429- rtx 4.8x4mm to the implant it was cold welded to the implant."" Implant failed."